Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported needle mechanism failure. According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that although the cannula appeared to insert into the skin, it was not visible upon removal, suggesting that it had retracted, consistent with a needle mechanism failure. The patient¿s blood glucose level rose to 288 mg/dl. The pod had been worn for 37 to 48 hours. The patient also reported itching at the insertion site. As treatment, a new pod was applied.